Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the entire right essure coil was felt to be adequately moved') and device breakage ('the left essure coil was felt to remove to at least 2/3 of its entirety') in an adult female patient who had essure (batch no. B93674-not valid) inserted for female sterilization. The patient's medical history included perineal pain, spinal stenosis, gravida I, parity 1, myeloid leukaemia, cervical spinal stenosis and ovarian cyst. Previously administered products included for an unreported indication: mirena iud. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed/laproscopy and bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and device breakage outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: no. Of coils : left: I was not able to see any coils, though I do feel that this was it adequately deployed. Right- 2 coils were noted to be protruding from the opening without difficulty removal procedure: operative laparoscopy with removal of essure coils and bilateral salpingectomies, attempted diagnostic hysteroscopy failed due to cervical stenosis . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage, device dislocation. Lot number reported (b93674) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the entire right essure coil was felt to be adequately moved') and device breakage ('the left essure coil was felt to remove to at least 2/3 of its entirety') in an adult female patient who had essure (batch no. B93674) inserted for female sterilization. The patient's medical history included perineal pain, spinal stenosis, gravida I, parity 1, myeloid leukaemia, cervical spinal stenosis and ovarian cyst. Previously administered products included for an unreported indication: mirena iud. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed/laproscopy and bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and device breakage outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: no. Of coils : left: I was not able to see any coils, though I do feel that this was it adequately deployed. Right- 2 coils were noted to be protruding from the opening without difficulty removal procedure: operative laparoscopy with removal of essure coils and bilateral salpingectomies, attempted diagnostic hysteroscopy failed due to cervical stenosis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage, device dislocation. Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received. Reporter information , lot no, other relevant history , date explanted and event : "the left essure coil was felt to remove to at least 2/3 of its entirety" added. Event : " essure removed " updated to " the entire right essure coil was felt to be adequately moved." And rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.